Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por) when checking the remote on (B)(6). The patient stated it was not working and they were not feeling stimulation. It was noted the patient stated it had not been working since (B)(6) 2017. Additional information from the patient on (B)(6) reported they had no idea why the device lost all of its programs neither did the healthcare professional (hcp). The patient stated they went to the hcp to resolve the por and they reprogrammed the device. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.